Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after ICD and pacing lead were implanted. The cause of death has been requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and had cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.